Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument associated with this complaint and completed investigations. Visual inspection of the instrument found the conductor wire broken at the distal end. A continuity test was performed, the instrument failed. Although the point of breakage showed the insulation was still intact, the wire was completely severed inside. Additional observations not reported by site: the insulation of the conductor wire showed signs of degradation. This failure is typically associated with mishandling/misuse, most commonly caused by improper cleaning techniques. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.088 - 0.165 in length and were not aligned with the tube axis. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the long bipolar grasper instrument would not conduct heat. The procedure was completed with no reported injury.